Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturing number 1627487-2021-13436. It was reported that the patient was experiencing auto reducing. It was confirmed that this was due to the leads migrating, which caused high impedance on all contacts. Surgical intervention was undertaken on (B)(6) 2021 wherein the leads were explanted and replaced. Therapy was restored post-op.